Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 6 open pouch. Analysis and results: there is no previous complaint of this code-batch. Manufactured and distributed (B)(4) units of this code batch. There are no units in stock. Received one open sample (only the second pack is open). The first pack ((B)(4) pouch) on the open sample received is not sealed/glued to the peel foil. A defective sample is needed to show the defect to assess properly the end customer complaint. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: in spite of receiving six open samples, without a defective samples a suitable analysis cannot be performed. Nevertheless, note is taken of this incidence and if any defective sample is received in the future, the case will be re-opened and analyzed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). It was reported that the first pack is sealed to the second pack.